Event description:
Customer failed out high on two external proficiency survey samples for ckmb and received discrepant upon repeat testing. Survey sample 1, reported survey result 3.3 ng per ml. Survey was repeated on (B) (6) 2009 using the e module and gave result of 3.4 and on an elecsys 2010 analyzer giving result of 2.67 ng per ml. The acceptable survey range for this sample is 0 to 3.0 ng per ml. Survey sample 2, reported survey result 3.2 ng per ml. The sample was repeated twice on (B) (6) 2009, and gave result of 3.28 on the e module and 2.73 ng per ml on elecsys 2010 analyzer. The acceptable survey range for this sample is 0 to 3.0 ng per ml. No pt samples were involve in this event.

Manufacturer narrative:
The technical service rep determined the measuring cell solutions needed to be checked and requested the field service rep check the measuring cells. The field service rep determined the measuring cells were at the end of lifespan to be the cause, and replaced both measuring cells 1 & 2. Verified analyzer performance by running performance check tests, calibration and controls.